Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that no drops of insulin were seen exiting the infusion set tubing or the cartridge tubing. Blood glucose was 89 mg/dl reportedly, a new cartridge was loaded and insulin was seen exiting the tubing.